Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The customer's spouse stated that the death certificate indicates that cause of death was acute cardiac arrest, hypertension, and diabetes. The spouse also stated that she did not have the insulin pump in her possession and the funeral home did not know what happened with the device. No further information was provided.